Event description:
The customer reported that during a thyroidectomy, bleeding occurred at the right lower thyroid artery during extubation. This artery had been sealed with the device. Double sealing was performed approximately 2cm from the proximal end of the artery. Post-surgically, the pt's blood pressure increased. The surgeon reopened the incision, again performed intubation and sealed the bleeding artery. Total bleeding of 400cc. The pt was said to be doing well after surgery.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.